Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1536956, mfg date 6/1/2015, exp date 6/30/2020. Batch j1536972, mfg date 6/1/2015, exp date 6/30/2020. Batch j1538221, mfg date 7/1/2015, exp date 7/31/2020. Batch j1539410, mfg date 7/1/2015, exp date 7/31/2020. Batch j1539411, mfg date 7/1/2015, exp date 7/31/2020. Batch j1540460, mfg date 8/1/2015, exp date 8/31/2020. Batch j1542664, mfg date 8/1/2015, exp date 8/31/2020. Batch j1535672, mfg date 6/1/2015, exp date 6/30/2020. Batch j1536955, mfg date 6/1/2015, exp date 6/30/2020. Batch j1536973, mfg date 6/1/2015, exp date 6/30/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a back procedure on (B)(6) 2016 and a drain was used. The procedure was completed as normal. Post procedure, the patient complained of pain. Hematoma formation occurred and re-surgery was performed that night. The surgeon stated that he had no similar experiences and opined that the event did not relate to the indwelling part of the drain or its fixation. The patient is reported as stable.

Manufacturer narrative:
It was reported that hematoma was removed during the re-operation.